Event description:
Narrative from staff: cryotherapy gun froze in open position while using to treat plantar warts. This was the first of 2 episodes that I reported for this same issue. Narrative from office note: the trigger on the cryotherapy gun froze in the open position. I was unable to stop the flow of liquid nitrogen through the nozzle. I was able to complete the procedure by directing the gun away from the patient between the intermittent pulsing periods when the cryotherapy was being applied. Manufacturer response for unit, cryosurgical, accessories, wallach cryosurgical equipment (per site reporter) representative is working with practice on replacement.